Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Item broken due to excessive wear and tear. No harm to patient. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes.